Event description:
It was reported that during device prep, a single hair was noticed on the thumb of the scrub tech. It was not known where the hair if it was in the packaging or if it came from somewhere else so it was decided that the product was contaminated and another device was opened and used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the cylinders and pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination did not identify any visual damages with the cylinders and pump upon inspection. The cylinders passed the leak and pressure tests performed. The pump passed functional tests within all specifications. Based on the information available and analysis results, analysis could not confirm the root cause of the reported clinical observations.

Event description:
It was reported that during device prep, a single hair was noticed on the thumb of the scrub tech. It was not known where the hair if it was in the packaging or if it came from somewhere else so it was decided that the product was contaminated and another device was opened and used to complete the procedure. No patient complications were reported.